Event description:
It was reported that the 6 of the bd ultra-fine¿ insulin syringe's plungers were difficult to move. The following was translated from portuguese to english: there are photos of the package that the plunger is very hard. I lost half a bottle of botulinum toxin due to the syringe problem. What deviation was found with the material? A: customer reports that the embolus is hard and the botox was lost during application. Purpose of use: in what procedure was the material being or would be used? A: application of medication for aesthetic procedures. Medication/substance involved in the occurrence. A: 6 units. Is the sample that showed the deviation available for analysis? A: no. In what situation was the deviation identified? A: during patient use/patient contact. Was there any harm to the health of the patient or the professional who handled the material? A: no. Was there a need for medical intervention? A: no. Client informs that a friend of hers (who is also a doctor) is facing the same problem reported. She verified that it refers to the same batch.¿ was the reported incident observed before, during or after use on the patient? A: during use on the patient. How much of the product was affected? A: 6. Was there any harm to the patient/health professional? (Detail)? A: no. Was there a need for medical and/or surgical intervention due to the incident (imaging exams, surgery, medication administration, etc.)? (Detail). A: no. What medication was being administered? A: botox. Is the incident-related sample available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes). A: used needles have been discarded and unused needles are available.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the 6 of the bd ultra-fine¿ insulin syringe's plungers were difficult to move. The following was translated from portuguese to english: there are photos of the package that the plunger is very hard. I lost half a bottle of botulinum toxin due to the syringe problem. *what deviation was found with the material? A: customer reports that the embolus is hard and the botox was lost during application. *purpose of use: in what procedure was the material being or would be used? A: application of medication for aesthetic procedures. *medication/substance involved in the occurrence a: 6 units. *is the sample that showed the deviation available for analysis? A: no. *in what situation was the deviation identified? A: during patient use/patient contact. *was there any harm to the health of the patient or the professional who handled the material? A: no. *was there a need for medical intervention? A: no. Client informs that a friend of hers (who is also a doctor) is facing the same problem reported. She verified that it refers to the same batch.¿ was the reported incident observed before, during or after use on the patient? A: during use on the patient. How much of the product was affected? A: 6 was there any harm to the patient/health professional? (Detail). A: no. Was there a need for medical and/or surgical intervention due to the incident (imaging exams, surgery, medication administration, etc.)? (Detail). A: no. What medication was being administered? A: botox.. Is the incident-related sample available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes). A: used needles have been discarded and unused needles are available.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.